Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited out of range shock impedance measurements greater than 200 ohms, this was present at the last office interrogation. No adverse patient effects were reported. This lead remains in service.